Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a post-op appointment on (B)(6) 2020. An impedance check was performed and contact 0 was out of range. They were able to program around the contact, and the issue was resolved. There were no surgical interventions planned or performed. There were no patient symptoms or complications reported.